Manufacturer narrative:
It was reported that upon further inspection of the controller it was noted that one of the power connectors was loose with the internal washer missing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure  the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was having controller and battery connectivity issues to the point of having a brief double disconnect and pump stoppage despite believing she was hooked up to a fully charged battery at the time of doing a power source change. Patient experienced a brief dizziness associated with double disconnect. After log files were sent from the controller and discussion with this clinical specialist the decision was made to swap out the patient's controller. An elective controller exchange was performed. Upon further inspection of controller, it was noted that one of the power connectors was loose with the internal washer missing. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "loose component" and "double disconnect". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "loose component" was confirmed through visual inspection. Analysis of the controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection due to a loose connector with a missing o-ring gasket on port 1. The most likely root cause of loose connector could be related to missing o-ring gasket between the connector and enclosure, however this problem currently investigated by the manufacturer. The reported event of double disconnect was confirmed through analysis of log files. Analysis found several power-ups and motor starts which most likely could partially be due to loose connector and the user interface. There was also a communication error between controller and batteries found during the log file analysis. The manufacturer has an open internal investigation to evaluate the communication anomalies between the controller and the batteries. The most likely root cause of loose connector could be related to missing o-ring gasket between the connector and enclosure. The most probable root cause of the "double disconnect" could most likely be due to the loose connector and the user interface problem. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.